Event description:
A peritoneal dialysis (pd) patient experienced refractory peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with etimicin sulfate injection (0.1g, twice a day, intraperitoneal, discontinued) for refractory peritonitis. It was reported the patient was recovered from the event. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.